Event description:
It was reported that the ventilator's user interface holder was loose and about to break off. The ventilator has been removed from service. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.